Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the implantable cardioverter defibrillator was in backup vvi mode. It was noted that the patient received a vibratory alert for the backup after touching accidentally touching an aircraft antenna. The patient presented in the emergency room and the device was restored to original programming. There were no patient consequences.